Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer received a button alarm. Reportedly, there was nothing pressing on the button. There was no adverse effect to the customer's blood glucose level. Further information regarding the customer or event was not provided.